Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
On the literature review "does choice of patellar implant in total knee arthroplasty matter?", it was reported that, after undergoing primary unilateral tka due to osteoarthritis in which a legion prothesis was implanted, six (6) patients suffered stiffness. These events were treated with manipulation under anesthesia. Patients' outcome is unknown.

Manufacturer narrative:
Given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed, as it was communicated no further information is available. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause of the stiffness, patient-specific outcome, and current health status of these six patients beyond that which was documented in the article, could not be confirmed nor concluded; therefore, no further medical assessment can be rendered at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected or wear. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.